Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021 . During the procedure, when a plastic stent was being passed through the cap, the sponge detach and got stuck inside the scope. A water soluble lubricant was applied to the top of the biopsy cap prior to use. The sponge was removed using scrub brush. The procedure completed using a new scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code a0501 captures the reportable event of sponge detachment. Block h10: an rx biopsy cap was received for analysis with the sponge detached. Microscope magnification noted evidence that star-shaped cuts were present. Functional test was performed by passing an autotome device and it passed through with the sponge still in place. The reported event of sponge detachment was confirmed. Based on the analysis performed and the available information, it is most likely that due to manipulation and technique could have led to the detachment of the sponge. The most probable cause of the reported event is "adverse event related to procedure," since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021 during the procedure, when a pastic stent was being passed through the cap, the sponge detach and got stuck inside the scope. A water soluble lubricant was applied to the top of the biopsy cap prior to use. The sponge was removed using scrub brush. The procedure completed using a new scope. There were no patient complications reported as a result of this event.